Manufacturer narrative:
No ge service was performed. The customer cleared the fault.

Event description:
The customer reported the system would not produce images and the vertical lift is not working. No pt injury was reported.